Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf-170 series operation edition. Instruction manual gif/cf-170 series cleaning disinfection sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, air supply volume, water supply volume and water removal ability did not meet standard value. In addition to the foreign material in the nozzle, the evaluation finding were as follows: due to wear of the angle wire, bending angle in the "up" direction and the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a white-clouded area, the bending tube had a dent, the adhesive around the objective lens was peeled, the adhesive around the light guide lens had a white-clouded area, the connecting tube had a dent and wrinkle, and the suction cylinder was shaved. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air and water. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free clothes, brushes or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope had a defective air/water supply. The issue was found during preparation for use. There was no intended procedure (device was only being inspected but inspection was suspended). There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material came out of the nozzle.